Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked battery door. During analysis, the reported problem was duplicated during power up process. It was noted that the user likely updated firmware through wireless network and did not complete upload process. Service uploaded customer software v1.6.1. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that after the system was reset, the smiths medical medfusion pump could not turn on and exhibited constant alarm. No adverse effects were reported.